Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a channel pinhole. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and found there was foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, due to a dent on the channel tube, the forceps could not be inserted smoothly, the adhesive around objective lens was peeled, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a crack and a scratch, the plastic distal end cover had a scratch, the connecting tube had a scratch and discoloration, the connecting tube had a wrinkle and a dent, the suction cylinder had a scratch and was shaved, the suction cover had a scratch, the scope connector had a scratch, the scope connector cover unit had a scratch, the image guide protector had a scratch, the lock engagement lever and knob had a scratch, the up/down and right/left knobs had a scratch, switch1 had a scratch and wear, the switch box had a scratch, the universal cord had a wrinkle and a scratch, the protector of the universal cord on control section side had a scratch, the grip had a scratch, and the control unit had discoloration and a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired on (B)(6), 2022. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.